Event description:
It was reported that the bed jerks abruptly when it starts and stops. The patient is in "excruciating pain" and these additional jerks are extremely unwelcome.

Manufacturer narrative:
Investigation underway; follow-up will be issued as necessary based on investigation results.